Event description:
An talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported funnel shaped 31 mm diameter proximally to 28 mm distally in the aortic neck. It was reported that there was a type I endoleak which was not feeding in the aneurysm; however, it was pooling in funnel or aortic neck. It was reported that the physician elected not to treat the pt for this type I endoleak. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: (funnel shape of the aortic neck). (Endoleak).